Event description:
It was reported that the right ventricular lead exhibited intermittent exit block at atrio ventricular block 3rd degree. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.